Manufacturer narrative:
B3 date of event: estimated based on aware date as the actual date was not reported. The device was returned for analysis. Visual inspection revealed that the device was in good condition and no issues were noted with the catheter code board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open at the distal 0-10cm catheter end. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device separated. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: estimated based on aware date as the actual date was not reported.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device separated. The procedure was completed with a different device. There were no patient complications reported.